Manufacturer narrative:
(B)(6). A third-party service agent performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device's dispositioning is pending customer decision.

Event description:
A third-party service agent contacted physio-control to report that customer's device would not complete its initial boot-up cycle and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer declined repair of the device. The device was returned to the customer unrepaired per their request. The issue was isolated to the system pcb assembly. A further root cause could not be determined.

Event description:
A third-party service agent contacted physio-control to report that customer's device would not complete its initial boot-up cycle and had illuminated its service led. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.